Event description:
Placing a temporary swan-ganz catheter pacing wire in the cath lab, when testing equipment just removed from packaging prior to insertion, the balloon was not inflate. The defective catheter was placed back in packaging and a new swan-ganz catheter was obtained. Procedure continued without further issues. No patient injury.